Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. The consumer reported that there was an informational power on reset (por) code. The consumer reported that the por was not related to an over discharge event. The consumer reported that the patient had been around electromagnetic interference (emi) due to medical appointments for radiation. The consumer was walked through on how to clear the por and reported that it was successful. No complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.